Event description:
It was reported that a cartridge was not fitting properly on the pump because it was not fully snapped in. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer to remove an o-ring from the pneumatic tap and clean the area, but the customer was unsure about the condition of other cartridges as they did not have them at the time. Technical support planned to follow up to ensure the customer could reload a cartridge and resume insulin use, and later sent a follow-up email before closing the case.